Event description:
During an ercp procedure the dr was unable to successfully cannulate with the preloaded wire guide. While attempting to advance the wire guide into the common bile duct, a false tract was created in the muscosa. At the dr's discretion, the procedure was discontinued. The ercp procedure was completed the following day. Need for intervention or an injury to the pt was not reported.